Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operative coronary artery bypass graft (CABG) during the final closure layers it was noticed that the sutures were spitting from the wound.